Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Device disposition is unknown. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was discovered during monthly maude review that the following incident was reported to the FDA (mw5084048): during a procedure on (B)(6) 2018 the screw head (ar-13400l-10, lot 10129530) broke off in the tibia during the procedure. It was left in place for stability. Diagnosis was an acl tear/lateral meniscus tear. No further information was provided on the maude report. The above event description was entered by arthrex as shown on the maude database. This event description may contain claims or language from the reporter/complainant regarding arthrex device performance. Such claims have not been evaluated by any arthrex product experts. Arthrex¿s inclusion of any claims should not be construed as arthrex expressing agreement with such claims. The maude database did not contain facility/reporter information and therefore at this time no follow up can be performed. If additional information is received at a later date, this complaint will be evaluated as all complaints are in accordance with arthrex complaint handling procedures.